Manufacturer narrative:
Evaluation results: related to operational context (given the damage on the device coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related). Inherent risk of procedure (stent deformation). Deformation problem (stent deformed). Conclusion results: operational context caused or contributed to the event. (Given the damage on the device coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
An attempt was made to use an endeavor resolute (rx) drug eluting stent to treat a lesion located in the lad. The device was prepped before use with no reported issues. During the procedure, the lesion was pre-dilated but the device could not cross the lesion. Upon removal from the patient it was noted that the stent was damaged. The physician used another brand of product to complete the surgery. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications. The 7th and 8th distal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).